Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted controller event log files captured several low flow hazard alarms on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. The alarms captured in the log files lasted up to approximately 5 minutes in duration. Calculated flow was captured at values as low as 2.1 lpm, and elevated pi values up to 11.1 were noted at the time of the alarms. Further, the controller periodic log files captured additional low flow hazard alarms on (B)(6) 2019 at 09:05:41 am and 07:05:39 pm; however, an exact duration of these alarms could not be conclusively determined through this evaluation. Despite these findings, the pump appeared to have functioned as intended throughout the duration of the submitted data. It was reported that the patient was having consistent low flow alarms. It was noted that the patient was at risk of needing a pump exchange. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been reported to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate 3 lvas IFU explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been experiencing consistent low flow alarms and elevated pulsatility index events. The patient was at risk of needing a pump exchange and the pump was seeing a reduction in blood volume. No further information was provided.